Event description:
After the submission of the initial medwatch, additional info was received from the customer which states: "the pt was acheduled for a CT and infusion solutions. ECG, etc were being disconnected when it was noticed that there was a disconnection of the lumen of the distal catheter (the reporter himself did not disconnect the catheter, but the ect.) The physician confirmed that no fluid loss was observed. He stated that the white clip is usually used on the ward to prevent undesired loss of blood in case no infusion is connected to the catheter. Co concludes that the disconnection must have occurred during the preparation of the pt's transport to the CT." Further additional info was received which states: "2 days after the catheter was placed, the luer-lock adapter got loose. The catheter was placed carefully, a manipulation of the adapter by the pt can be exluded." No further info was available.

Event description:
Report rec'd from abbott international (abbott-germany) of a luer lock adapter coming loose from the distal lumen of a triple lumen catheter, after two days of use. The following add'l info was rec'd: "infusing via the distal lumen was a commonly used solution containing electrolytes, amino acids, heparin, etc. The disconnection resulted in no loss of fluid. The physician was at the bedside when it happened. There was no tension on the connection. The bed was not moved at this time. The catheter was removed and a new one was inserted again. No harm to the pt." Add'l event info has been requested, but no further info is available.